Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and failed due to receiver will not turn on (no power on). Receiver functional testing was unable to perform. Case opened for interior inspection was performed and passed. ¿try it¿ and sound test with sound meter were performed and passed. Audio speaker resistance was measured and passed. The receiver log was unable to download and review. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.